Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis of the catheter found a non-conformity. There was a hole or tear caused by the catheter connector pin. There was no anomaly found with the pump.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intractable pain. It was reported that a pump and catheter were returned on 2016-02-15 with no complaint alleged. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.